Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that "left side not working." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded left iui - replaced left iui. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200178018 for no display which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to corrosion of the iui connector, seal. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that "left side not working." There was no patient involvement.

Event description:
It was reported by the customer that "left side not working." There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.